Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a time clock anomaly. The patient's blood glucose at the time of incident was 423 mg/dl, which they treated via insulin pump bolus and manual insulin injection. During troubleshooting the customer confirmed that the time loss was greater than 3 minutes within 10 days. And 9 minutes within 30 days. The time was about 2 hours off from the actual time. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime alarm test, force sensor test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Insulin pump passed all operating currents tested within the specification range and passed off no power test. Insulin pump programmed with the current time/date, monitored for a week and the time/date functioning properly. Drive support cap was inspected and no anomaly was noted. Insulin pump received with corroded battery tube noted.